Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had a display wire which was pinched and wire was exposed. It was also indicated that the battery wires were pinched but the insulation was not compromised. It was also indicated that the display flex wire, display frame, encoder switch assembly, main printed circuit board, a case screw and knobs were contaminated. It was also indicated that a label was missing and the keyboard was scratched and contaminated. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.